Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 363080; batch no. 9043983 it was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes were over filling. The following information was provided by the initial reporter: original email received, can you tell me who the rep is for this vacutainer tube? We have had to pull them due to over filling issues¿ need to get in touch with the sales rep to see if we can get them replaced. I have 4 cases of the 363083 blue citrate tubes all same lot # 9043983 that the lab is saying are over filling¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 363080, batch no. 9043983. It was reported that during use of the bd vacutainer® 9nc 0.129 m plus blood collection tubes the tubes were over filling. The following information was provided by the initial reporter: original email received, can you tell me who the rep is for this vacutainer tube? We have had to pull them due to over filling issues, need to get in touch with the sales rep to see if we can get them replaced. I have 4 cases of the 363083 blue citrate tubes all same lot # 9043983 that the lab is saying are over filling.